Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro bovie would not work correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). Updated sections. The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The tip of the shaft was observed to be slightly bent at the tip. The heater wire was observed to be slightly flexed away from the hot jaw but remained attached at the base and tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device did not pass the pre-cautery test; it did not produced visible steam during several activations over a period of 10 minutes. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no energy delivered. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported complaint for ¿failure to deliver energy was confirmed as well as the analyzed failures ¿material twisted/bent; wire" and ¿material twisted/bent; shaft" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro bovie would not work correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.